Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). Data analysis confirmed pbd and that the power consumption of this device has been increasing and is expected to continue to increase. Device replacement or re-evaluation of battery status was advised. To date, this device remains in service. No adverse patient effects were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental was created to capture implant date (B)(6) 2018. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). Data analysis confirmed pbd and that the power consumption of this device has been increasing and is expected to continue to increase. Device replacement or re-evaluation of battery status was advised. To date, this device remains in service. No adverse patient effects were reported additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental was created to capture implant date (B)(6) 2018.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). Data analysis confirmed pbd and that the power consumption of this device has been increasing and is expected to continue to increase. Device replacement or re-evaluation of battery status was advised. To date, this device remains in service. No adverse patient effects were reported

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion (pbd). Data analysis confirmed pbd and that the power consumption of this device has been increasing and is expected to continue to increase. Device replacement or re-evaluation of battery status was advised. To date, this device remains in service. No adverse patient effects were reported additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.